Manufacturer narrative:
(B)(4). Concomitant product: other electrical: impella balloon pump. There was no reported device malfunction and the product was not returned. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified and restenosed circumflex artery. Pre-dilatation was performed with a non-abbott balloon catheter. A 2.25 x 15 mm xience alpine stent delivery system (sds) was advanced but it could not cross the lesion. A 2.25 x 15 mm mini vision sds was advanced to the lesion and it could not cross the lesion. A 2.25 x 8 mm mini vision sds was then advanced and it also could not cross the lesion. Several inflations were performed with non-abbott balloon catheters and an attempt was made to cross the lesion with a non-abbott sds when a dissection occurred in the left anterior descending artery. A non-abbott guide wire could not cross the lesion and a wiggle wire also could not cross the lesion for extra support. A balance middleweight guide wire was advanced to the lesion and a non-abbott guide wire was advanced to the diagonal. A non-abbott balloon catheter was used to treat the dissection which partially sealed and the patient coded and was intubated. A 3.5 x 12 mm xience xpedition was deployed to seal the dissection; however, the patient remained unresponsive and was placed on a balloon pump. The patient was removed from the balloon pump on (B)(6) 2015 and expired. No additional information was provided.